Event description:
It was reported by customer that the hemovac has been disconnected from the base of the drain.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: precautions: 3. The junction between the tubing and tissue at the drain entrance site must be air tight for effective functioning of the system. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y connector (when applicable): - drain to y connector. - y connector to suction source. Warnings: 6. If an air tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y connector, crab claw, evacuator and tube ends) is necessary for intended system function. Complications: 4. In the event an air tight seal is not achieved, the evacuator will rapidly fill with air from the leak; subsequent drainage to the evacuator will occur only if allowed by gravity and wound exudates forcing the flow. Entry into the evacuator is allowed only by displacement of air in the evacuator by wound exudates flow. In this displacement process, air reflux from the evacuator to the wound can occur and increase the likelihood of back contamination across the anti reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage ceases. 5. The advantages of wound drainage, particularly closed system drainage, are lost if an airtight seal between the drain and the skin where the drain emerges is not achieved or if the drain is allowed to become occluded. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 10. Attach drain to evacuator tubing via the y connector. 11. Insert free end of evacuator y tubing into evacuator suction port a. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the hemovac has been disconnected from the base of the drain.